Event description:
Patient allegedly received an implant via the right common femoral vein due to extensive bilateral pulmonary embolism (pe) with suggestion of right heart strain. Patient is alleging device tilt, vena cava and organ perforation. Patient notes and further alleges experiencing physical limitations per a review of CT abdomen and pelvis without contrast: "positive for caval perforation. Superior extent of ivc filter is at the l2-l3 disc space. Inferior extent superior l4 vertebral body. A total of four prongs have perforated the ivc, series 2, image 37. Maximum distance prong perforated is 5 mm, series 2, image 37. Coronal images show 8-degree tilt right-to-left, series 301, image 5. Sagittal images show zero-degree tilt, series 300, image 55. Diameter of ivc directly above filter measures 28 mm x 24 mm, series 2, image 26. Attention: a prong has perforated the aorta, best appreciated on series 2, image 37, and series 301, image56".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: a2, a4, b5, b6, b7, h6 (patient code). Investigation: the following allegations have been investigated: organ perforation and physical limitations. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The additional information regarding organ perforation does not change the previous investigation results for vena cava perforation. Catalog and lot numbers are unknown. The alleged tulip is manufactured and inspected according to controls. Unknown if the reported physical limitations is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. Investigation: the reported allegations have been investigated based on the information provided to date. The following allegations have been investigated: vena cava/ aorta perforation and tilt. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Catalog and lot numbers are unknown. The alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The following information is alleged: the patient received a gunther tulip on (B)(6) 2009, and the filter subsequently perforated the patient's aorta (one prong) as well as the inferior vena cava (ivc). A total of 4 prongs perforated the ivc at a maximum distance of 5 millimeters (mm) and tilted 8 degrees right to left. Hospital and medical records have been requested, but not yet provided.